Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vela main pcba was ordered. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator unit has alarm for xdcr/transducer fault and exhalation differential pressure calibration fails 0cmh20. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire complaint number: (B)(4). Results of investigation: a vyaire service technician was able to confirm and duplicate the reported complaint. The cause was related to manufacturing process. This is a known issue which can be referenced with CAPA: ca-2017-0206.